Manufacturer narrative:
Follow-up #1 date of submission 12/07/2015-product analysis: the device was returned and evaluated by product analysis on 11/19/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box found an unexplained reboot event. A battery compartment crack was observed; the returned battery cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.